Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding procedure in 2008. According to the complainant, during feeding the next day, leakage was found between the right angle feeding tube and the button and the tube came off from the button easily. The gastrostomy device was replaced with another, unk device. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is undetermined. A visual examination of the returned device concluded that the cause of reported malfunction is related to a bond failure of the y-port to feeding tube joint. The bond failure is attributed to the manufacturing process.